Event description:
It was reported that during a bilateral breast reduction the device was not performing well. To mitigate the problem the generator was exchanged.

Manufacturer narrative:
At the time of this report the unit had not been returned for investigation. Therefore, the reported complaint could not be verified. As additional information becomes available, a follow-up report will be submitted.